Event description:
It was reported that the patient¿s feet were swollen. For the last 3 to 4 days, the patient felt that she needed to empty her bladder but ¿very little came out¿. It was noted that the patient experienced no stimulation sensation. The patient¿s setting was on program 3 at 6.7v but could ¿barely feel stimulation¿ at 8.4v. Stimulation then reportedly went away. The reporter then switched to program 4 at 8.5v but couldn¿t feel stimulation. The patient reportedly ¿just felt a little¿ at 8.5v. The reporter indicated that the implant site in the patient¿s hip was sore to touch. There was however no known incident related to this complaint. It was noted that the patient was unable to urinate. It was noted that the patient was unable to adjust stimulation back down.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v931558, implanted: (B)(6) 2012, product type: lead. (B)(4).